Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead noise and fracture were observed. The lead was capped and replaced. The patient was in good condition.